Manufacturer narrative:
(B)(4). Product does not returned for evaluation. Manufacturer contacted customer with follow up phone calls to ensure customer condition has been improved;customer feel better;customer provided limited information since customer did not recall whether was at the hospital, treatment received or hospitalization date.

Event description:
Consumer reported complaint for dead meter.during troubleshooting, the meter did function properly; it responded to the s button and upon insertion of test strips. The blood glucose testing is performed by the customer four times daily. The customer report symptoms of lightheadedness and difficulty concentrating. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Additional information is not provided. The customer provided that they have had recent changes to medication. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test result of 464 mg/dl.the product is stored in the bedroom. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is not provided. The meter memory was not provided.